Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was stuck in rewind complete/bolus delivery loop. Customer's blood glucose was 70 mg/dl. Customer called back again mentioned she was hospitalized for high blood glucose due to prime fill anomaly. After troubleshooting, customer will not be returning the device for analysis.